Manufacturer narrative:
Patient's exact age is unknown; however it was reported that the patient was over the age of 18. The complainant was unable to report the upn and lot number; therefore, the manufacture date and expiration date are unknown. However, the complainant stated that the device was used prior to the expiration date. According to the complainant, the suspect device has been disposed and is not available for return. If any further relevant information is received, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that a zero tip¿ stone retrieval basket was used in the ureter during a ureteroscopy procedure performed on (B)(6) 2015. According to the complainant, during the procedure, a 0.5mm ureteral stone was grasped and when the physician attempted to release the stone, the basket would not open. They cut the distal end of the handle to release the basket from the device. The basket was pulled out entirely after the stone was broken into smaller pieces using laser. The procedure was completed with this device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be fine.